Manufacturer narrative:
Reboot error message on screen indicating "hard disk "0" degrating." Loaner cns was sent to customer to use during the period they returned the unit for repair and until they received the repaired unit.

Manufacturer narrative:
Device evaluated by manufacturer. Additional manufacturer narrative: device was returned and evaluated. Customer complaint was duplicated. Both hard drives were replaced and reconfigured. The unit was tested and all steps in the maintenance check sheet were completed per the service manual. The repaired device was shipped back to the customer.

Event description:
(B)(4).